Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a carpentier-edwards magna 25mm mitral valve, implanted for 9 years underwent a valve-in-valve procedure due to severe stenosis secondary to severe degeneration with thickening leaflets, leaflet separation severely reduced and mobility restricted. Patient presented with chronic systolic congestive heart failure, nyha class 3. The procedure was performed with a 26mm 9750tfx transcatheter valve.

Manufacturer narrative:
The device history record (DHR) could not be reviewed, as the device serial number was not provided. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Despite multiple requests for additional information from the healthcare provider, no additional details have been provided. Based on the limited information available, a definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.